Event description:
Procedure type: low anterior resection / double stapling. According to the reporter: during the procedure, the anvil and handle of the stapler did not meet properly upon firing, and the tip of the shaft pushed the anvil slit. Then the anvil shaft opened. Another stapler was used to continue the procedure. Operating time was extended more than 30 minutes. There was additional tissue resection.

Manufacturer narrative:
(B)(4).